Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair. The patient's anatomical form was suitable for endovascular repair. The thinnest access vessel part was 8.1. The user inserted zta-d-34-142-w1(e4128410) from the right side first but resistance was met when it was passing the access vessel. So he soon removed it from the patient and found that the sheath tip was deformed. He decided not to keep using it and used zta-d-32-160-w1(e4109997) instead without problem. Then he placed zta-p-38-217-w1(e4136619) in the proximal side and the procedure was completed without endoleak. Additional information received 02mar2022: right side was chosen as the access vessel since the right side has less clots compared to the left side. Possibility of success in advancing the delivery system is high, but, just in case, preparation for 'pull-through' is recommended. (If advancing difficulty occur, conducting pull-through will take long time, so measures for paraplegia will be needed.) Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 75 year - old male patient underwent a tevar (thoracic endovascular aortic repair), where a zta-d-34-142-w1 (complaint device) was planned to be implanted. The patient´s anatomy was reported to be no calcification or tortuosity in the access route. The access vessel diameter was reported to be 8.1 mm. The physician inserted the zta-d-34-142-w1 (complaint device) from the right side first but resistance was met when it was passing the access vessel. The device was removed from the patient and it was observed that the sheath tip became deformed. The complaint device zta-d-34-142-w1 was discarded and was replaced with a zta-d-32-160-w1. The replacement product was delivered without any problems and the procedure was successfully completed. The patient did not experience any adverse effects. IFU states: ¿do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or stent damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels.¿ no product was returned an no imaging was provided. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information it has not been possible to establish the cause of the reported event. After investigation the event for this pr# is no longer reportable. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.